Event description:
It was reported that the rn noticed that the secondary tubing was dripping at a rapid rate, despite the pump being set to ¿pause¿. It was also noted that there were air bubbles in the primary infusion bag and the primary IV tubing drip chamber was filling up. The primary infusion bag did not appear to have infused an appropriate amount of volume based on when it was initiated that morning. The rn had previously administered antibiotics and it was assumed that the antibiotics infused into the primary bag. Based on this, it was determined the antibiotics were not compatible, therefore; the antibiotic IV bag, tubing set, as well as the primary IV bag with tubing set were disconnected from the patient. It was further confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
Additional information provided: concomitant medical products. The customer¿s report of secondary fluid backing up into the primary bag was not confirmed. The primary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. The check valve was visually inspected under magnification and was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing resulted in no air bubbles or fluid going past the check valve or into the primary bag. Disassembly of the check valve found that the check valve disc was being pinched within the housing. The root cause of the customer¿s report of secondary back flowed into primary bag was caused by the check valve disc being pinched which is a supplier-related issue. A pinch disc would lead to a failure of the check valve.

Event description:
It was reported that the rn noticed that the secondary tubing was dripping at a rapid rate, despite the pump being set to ¿pause¿. It was also noted that there were air bubbles in the primary infusion bag and the primary IV tubing drip chamber was filling up. The primary infusion bag did not appear to have infused an appropriate amount of volume based on when it was initiated that morning. The rn had previously administered antibiotics and it was assumed that the antibiotics infused into the primary bag. Based on this, it was determined the antibiotics were not compatible, therefore; the antibiotic IV bag, tubing set, as well as the primary IV bag with tubing set were disconnected from the patient. It was further confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that , the rn noticed the secondary tubing was dripping at a rapid rate, despite the pump being set to ¿pause¿. There were air bubbles in the primary infusion bag and the primary IV tubing chamber was filling up. The primary infusion bag did not appear to have infused an appropriate amount of volume based on when it was hung it that morning. Rn had administered a few antibiotics and it was assumed the volume of these was infused into the primary bag. Based on this, and knowing the antibiotics were not compatible, the secondary bag with secondary tubing and the primary bag with primary tubing was removed from the patient room. There was no patient harm.